Manufacturer narrative:
Age or date of birth, weight, ethnicity, information unknown not provided. Initial reporter: first name is unknown as it was not provided. Initial reporter: email is unknown as it was not provided.(B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
A surgery center reported dirt or scratches detected on the patient interface (pi) cone. Through follow up, the account believed that it was presumably foreign material, however it could have a combination of scratch and dirt. It was confirmed the foreign material was in contact with the operative eye. The foreign body / scratch on the cone glass was discovered through a laser microscope; after the cone had been removed from the package and attached to the laser. The procedure was completed and there was no patient injury.

Manufacturer narrative:
Correction: the original investigation results did not include the lot details provided. Section h3 - device evaluated by manufacturer? Yes. Additional information: device evaluation: the patient interface was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the patient interface were reviewed. The product was manufactured and released according to specification. A search revealed that one additional complaint for this order number has been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing record could not be reviewed since the lot number was not provided. Conclusion: as a result of the investigation and based on limited information available, it cannot be determined if there is a product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.